Event description:
On (B)(6) 2013, I underwent a coronary bypass procedure. The vasoview endoscopic vein harvesting device caused serious and life threatening injury to my left leg. The MFR's (maquet cardiovascular llc). Please obtain the product codes and the serial number of the vasoview endoscopic vein harvesting medical device used during my coronary bypass procedure at (B)(6) hospital on (B)(6) 2013.